Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a transmitter battery issue occurred. The patient experienced an issue with transmitter battery. On 06/22/2024, the patient experienced diabetic ketoacidosis and lost consciousness (there is no documentation when the patient lost consciousnesses), there was a cgm (continuous glucose monitor) reading but the patient couldn´t remember it and there was no bg (blood glucose) taken. The patient reported that the tube of her pump had been chewed by her dog and her tandem stopped working, not providing her insulin. However, she was not made aware of her rising bg because of the dexcom malfunction. She self-treated with a manual shot of fast acting insulin but the patient was still experiencing symptoms. Her friend called emt (emergency medical technicians), and she was taken to the hospital. The paramedics took a bg reading of 380 mg/dl, and her cgm stopped working then. At the hospital, the patient was treated with 2 bags of IV medication and sugar water. The patient was discharged after 4 hours. The patient reported having an issue with the transmitter battery during the event but couldn´t recall when the issue occurred. At the time of the report the patient was stable. Data was provided for investigation. The reported event of a transmitter battery issue was not confirmed, however transmitter end of life was found. The probable cause could not be determined.